Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The electrically erasable programmable read-only memory(eeprom) was uploaded and indicated 50 autoclave cycles for the adapter. No further functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information, the firing sequence was started but did not finish and stopped. Only 2 of white lights, handle indicator - green fixed, adapter indicator green fixed, reload indicator was flashing green when the device stopped.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, while firing the device in the stomach, the device was unable to fire. They changed the stapling device to complete the case and resolved the issue. The patient is alive with no injury.